Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed the customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found cluster cubie failures on auxiliary drawer 2.2. The fse reseated the row board cable. After the repair, the fse was unable to reproduce any errors or failures in either the main application or the test application. The system functioned as intended after the field service engineer repaired the device.